Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01274. It was reported that patient had high impedance, patients extension was fractured. Patients ipg also kept flipping in her chest. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein extension was explanted and replaced and the ipg was secured with stitches to address the issue.